Event description:
It was reported that at the end of a da vinci hysterectomy surgical procedure the surgical staff noticed a "dried or burn-like" area around the camera port incision, approx 2mm in width. The damaged skin had to be cuff off in order to close the incision. No visual damage nor signs of melting were observed on the cannula accessory used in conjunction with the camera.

Manufacturer narrative:
The site indicated that the cannula accessory used in conjunction with the camera was not set aside, therefore, would not be returning for analysis. The root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if additional info is received.